Manufacturer narrative:
(B)(4). Pump received with detached/missing reservoir retainer ring and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached/missing retainer. Unable to perform displacement test due to detached/missing retainer. Pump was monitored and tested with no device heating up. No burn/moisture damage on electronics assembly. The reservoir retainer ring was damage due to dog chew. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was getting overheated and also the battery comportment was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.